Event description:
The customer reported to customer service that her breast pump will not power on with either the battery pack or the power supply. When the pump was received on (B)(6) 2012, it was tested and the pump functioned within vacuum and cycle specifications; however, a crack in the transformer housing was noted.

Manufacturer narrative:
A replacement pump was sent to the customer. In follow up with the customer, she indicated that in (B)(4) 2012 the pump was taken on an airplane for a trip and was put in an overhead bin. When she reached her destination, she noticed a crack in the transformer housing. She taped it up and continued to use it until she made the report on (B)(4) 2012 of the pump not powering on. She also indicated that she noticed sparking from the outlet that the pump was plugged into and that no injuries were sustained as a result of the issue. A breach in the transformer housing is a safety risk. In summary, the product eval confirmed the customer's report that the transformer housing was broken apart. The damage to the housing is typical of abuse (like dropping it or hitting it with a hard object). The original design testing involved dropping the unit from a 1.0 m height per ul 2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on (B)(4) 2011. Complaints against this product are currently bein investigated and will continued to be monitored for similar issues. A visual examination of the power supply revealed a split in the transformer housing which was taped together by the customer. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 0.67 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured as open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as open, which is normal not normal and indicates that the thermal fuse did blow.